Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a communication failure occurred between the cable and the processor due to a faulty charge coupled device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the autoclavable camera head, experienced a scope communication error, b30. The issue was found during preparation for use. There were no reports of delay, patient injury, or death associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to faulty charged coupled device. Further evaluation found slice on cable and smashed connector tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.